Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as limited information is available. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02367 / 02368).

Event description:
Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in a (B)(6) study. It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2008 and a right total hip arthroplasty on (B)(6), 2008. During post operative monitoring and testing fluid collections were noted. The collections on the anterolateral area of the left hip and the right hip measured 3.3 x 4.3cm and 1.9 x 4cm respectively. These findings were found due to follow up testing. No further information has been provided at this time.